Event description:
It was reported to philips that there were issues with the footswitch of the allura device. No harm was reported to philips. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use and the issue occurred at the start of neurovascular diagnosis procedure. The procedure was completed as planned by using another wired footswitch. The philips field service engineer (fse) inspected the system onsite and identified that the system has intermittent footswitch issues. Upon troubleshooting, fse identified that there was mechanical problem with the wired footswitch which resulted in the footswitch issues. The fse replaced the wired footswitch. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.